Event description:
U.s. Department of health and human services sent email notification of a customer generated medwatch form to corporate product surveillance on february 06, 2012. Customer reported the patient was receiving fentanyl and was discontinued from pump per protocol because she was tolerating a soft diet. Upon wasting the medication, the pump read 114ml given but when remainder of the bag was measured, there was 250ml remaining. The patient had complained of pain but continued to push her button, it appeared that the medication was not infusing as the pump said it was. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of an ipump with an underdelivery issue was not confirmed nor reproduced because the device will not be returned to baxter for evaluation. The assignable cause was not identified, and no repairs were made. The user facility report has been attached to this medwatch. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) . Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.